Manufacturer narrative:
Continuation of concomitant products: 5071-35 lead, implanted (B)(6) 2005, 6947-58 lead, implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate shocks due to the device detecting ventricular fibrillation (vf) with an irregular ventricular rate during an atrial arrhythmia episode. It was also reported that the right atrial lead was oversensing far-field r waves and undersensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later revealed through follow-up with the physician's office that no reprogramming intervention was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the post approval clinical surveillance product surveillance registry.